Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone the insulin pump alarmed button error. The customer stated the up and down arrow buttons were not working and the act button is slow to respond. The customer was advised to discontinue use of the insulin pump and to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. However, pump received with intermittent button response due to flattened act, esc and down button dome switches. No unlocked j2/lcd keypad connector during visual inspection. Pump received with cracked reservoir tube lip and minor scratched lcd window.